Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgery ("3 operations"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. The reporter commented: 3 operations prodding around trying to find something else to blame. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysterectomy') and surgery ('3 operations') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgery (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. The reporter commented: 3 operations prodding around trying to find something else to blame. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.